Event description:
It was reported the customer was using 3 PICC line kits for one insertion because the introducer does not pierce the vein, so impossible to fit the dmi device. Guide not sharp enough or twisted during procedure. 1 open but just to be able to have the dilator guide, 2 used but failed to install and decontaminated. No patient impact reported. This report addresses both failed devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting a microintroducer was inconclusive. The product returned for evaluation was one 4.5fr microez microintroducer sheath and two dilators. A gross visual inspection of the returned devices found that both dilators had a kink on the proximal half of the dilator tubing and the sheath had a kink on the distal half of the sheath tubing. The location of the kinks on the dilators did not align with the kink location of the sheath if the components were coupled, likely indicating that the devices originated from different microintroducers. The devices were microscopically inspected. The taper and radius of the distal end of the sheath was compared to a similar, non-complaint sample and the sheath tip appeared to have been properly formed. The dilator tips were inspected and no deformation or deficiencies were observed. The presence of kinking throughout all three returned devices suggests that the clinician experienced some kind of resistance during insertion. However, the lack of deformation to the tips of the devices likely indicates that there was no difficulty piercing the vein. It is possible that other clinical conditions may have contributed to the reported event; however, as these conditions cannot be be replicated, the reported event is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the customer was using 3 PICC line kits for one insertion because the introducer does not pierce the vein, so impossible to fit the dmi device. Guide not sharp enough or twisted during procedure. 1 open but just to be able to have the dilator guide, 2 used but failed to install and decontaminated. No patient impact reported. This report addresses both failed devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.